Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 09) occurred. Reportedly, the customer had followed the prompts when loading the cartridge and the cartridge had been filled with 300 units. A cartridge change was performed resolving the alarms. There was no reported adverse impact to the customer's blood glucose level.